Event description:
The account alleged, the trendelenburg function is not working. No injuries and a patient was not in the bed. The account has swapped out the footboard but the problem remains.

Manufacturer narrative:
Repairs have not been completed.